Event description:
Battery operation failed when trying to transport a pt from the operating room to the sicu. It was found that the hospital had accidentally placed a helium tank in the foot pump compartment and it had jammed forward into the circuit breaker. A back-up console was used. There was no impact to the pt.